Event description:
During multiple procedures, there were issues with the workmate claris amplifier disconnecting, resulting in a procedural delay. The media converter was exchanged but the amplifier would still go offline intermittently. The procedures were completed successfully but with delays caused by having to reboot the amplifier every time the issue occurred. There were no reported adverse patient consequences.

Manufacturer narrative:
One workmate¿ claris¿ amplifier 120 channels was received for evaluation. The reported event was confirmed. The amplifier was disconnected during investigation. Based on the information and investigation provided to abbott, the root cause was isolated to the single board computer (sbc). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.